Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b6.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The events of unspecified infection and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Fi summary: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30021629 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. Patient later reported "lump around breast, near armpit shoulder area", "mass and fluid build up", "started getting scared that the implant broke, ruptured or was damaged". Patient later reported "infection" and "fluid". Healthcare professional later reported "deformation", "severe swelling and reoccurring fluid build up", "rupture was possible". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. Patient later reported "lump around breast, near armpit shoulder area", "mass and fluid build up", "started getting scared that the implant broke, ruptured or was damaged". Patient later reported "infection" and "fluid". Healthcare professional later reported "deformation", "severe swelling and reoccurring fluid build up", "rupture was possible". Patient later reported " extreme nature of contracture". Patient later reported "implant not ruptured" and contracture on the extreme number of 3 and 4 on the baker grade". This record is for the left side. Device has been explanted, unknown if it will be returned.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.